Event description:
Initially returned to welch allyn for a non-reportable malfunction, factory service identified a defib charge failure in the device log, which is a reportable malfunction.

Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. During evaluation by factory service for a non-reportable malfunction, a defib charge error was identified in the device log. The malfunction was not duplicated. The defib circuit card assembly was replaced as a preventative action. After repair, the device performed to specifications and was returned to the customer.